Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the tlv30 instrument was fired and found to be empty. The surgeon looked for the staples in the operating filed, but did not find them to confirm the device was without staples. The pt received a blood transfusion. The pt is now well.